Event description:
The patient had an increase in seizures due to medication non-compliance. The increase in seizures was the same as the patient's pre-vns baseline. Diagnostics were within normal limits.

Event description:
It was reported that the patient experienced an increase in seizures and went to the emergency room. It was also communicated that the patient lost his magnet, which could have been a contributing factor to the patient not being able to abort seizures. No further relevant information has been received to date.